Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "difficult laryngoscopy. Very easy bag mask ventilation (bmv). Narrow mouth and anterior larynx. 2 x laryngoscopy and esophageal intubations were attempted. View without backward, upward, rightward pressure maneuver (burp). Easy bmv in between attempts. Sevo to maintain depth plus extra propofol boluses were given. Successful styletted, 7.0 rusch teleflex (high-volume, low-pressure cuff) ett placed. Oropharynx suctioned for small amount of blood. Noted prominent esophageal opening (likely from balloon inflation x 2) without bleeding or obvious tear. Due to fact that esophageal intubation x 2- thoracic surgery called to review with scope and rule out perforation/tear. No subcutaneous emphysema noted. The rusch endotracheal tubes are made of a material that is substantially less malleable than the regular preferred endotracheal tubes and as such are more likely to cause injury to the soft tissues of the pharynx during intubation. The patient was reported as fine post procedure.

Event description:
It was reported that: "difficult laryngoscopy. Very easy bag mask ventilation (bmv). Narrow mouth and anterior larynx. 2 x laryngoscopy and esophageal intubations were attempted. View without backward, upward, rightward pressure maneuver(burp). Easy bmv in between attempts. Sevo to maintain depth plus extra propofol boluses were given. Successful styletted, 7.0 rusch teleflex (high-volume, low-pressure cuff) ett placed. Oropharynx suctioned for small amount of blood. Noted prominent esophageal opening (likely from balloon inflation x 2) without bleeding or obvious tear. Due to fact that esophageal intubation x 2- thoracic surgery called to review with scope and rule out perforation/tear. No subcutaneous emphysema noted. The rusch endotracheal tubes are made of a material that is substantially less malleable than the regular preferred endotracheal tubes and as such are more likely to cause injury to the soft tissues of the pharynx during intubation. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.